Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, off no power test, self test and all operating currents test. No failed battery test alarm were noted. No prime/fill anomaly noted during testing. No missing segments, alarm unspecified and back light anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin was squirting out when priming. Customer stated that the insulin pump rejected new batteries. Customer stated that the insulin pump had no delivery alarm. Customer stated that the insulin pump screen had blotches and rainbow effect. No harm requiring medical intervention reported. The insulin pump will be returned for the analysis.